Manufacturer narrative:
Manufacture date: november 21, 2016 ¿ november 22, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. Visual inspection of the photograph showed a damaged fillport. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume intermate broke. The reporter stated that the fill port ¿became porous" and then broke off. This occurred before use. There was no patient involvement. No additional information is available.